Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -10.00 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens. The cause of the event was due to patient related factor.

Manufacturer narrative:
Device evaluation: returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional verification was performed and the lens was found to be in specifications method code 10- testing of actual/suspected device, conclusion code 4310- cause cannot be traced to device. Claim#: (B)(4).